Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 5, mfg report reference: 3006705815-2019-01466, 3006705815-2019-01467, 1627487-2019-04815, 1627487-2019-04816. It was reported that the patient experienced an infection. The patient had the system explanted and was sent to the emergency room after the surgery.

Event description:
Mfg report reference: 3006705815-2019-01466, 3006705815-2019-01467, 1627487-2019-04815, 1627487-2019-04816. Follow up information received that the infection has resolved.